Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after returning to ilet use, with elevated glucose for several hours and concerns about the inset infusion set; the caregiver changed the infusion site and the user was temporarily disconnected from the ilet while receiving subcutaneous fast-acting insulin by injection as back-up therapy, totaling 18 units. Symptoms included excessive thirst. Outcomes included the need for caregiver assistance and manual insulin administration, with glucose subsequently reported at 274 mg/dl and decreasing; no professional medical intervention or hospitalization occurred. Investigation included customer technical support review, user education on infusion set replacement and temporary disconnection after outside insulin, and multiple follow-up attempts to assess the removed infusion set. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device alarms were reported. It was concluded that troubleshooting and education were completed and that the event was non-serious with resolution trending. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.